Manufacturer narrative:
Pharmacovigilance comment: the serious event of abscess at the implant site and the non-serious events of pain, swelling, bruising, erythema at implant site and cutaneous contour deformity were considered expected and possibly related to the restylane lyft with lidocaine treatment of the cheeks and unrelated to the restylane refyne treatment of the nasolabial folds due to the reported adverse event location. Serious criteria included the need for medical intervention to prevent permanent damage including antibiotics and multiple incision and drainage procedures. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation (CAPA comment): the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-aug-2020 by a physician which refers to a female patient in her 60s (exact age unknown). The patient had no known drug allergies and medical history. The patient does not take any medications daily. The patient had received fillers in the past. The last time patient received restylane to the nasolabial folds and radiesse on (B)(6) 2018. On (B)(6) 2020, the patient received treatment with 2 ml restylane lyft with lidocaine (lot 16070), 1 ml in each cheek, supraperiosteal area and 1 ml restylane refyne (unknown lot number) to nasolabial folds with unknown injection technique and needle type. 6 days later, on (B)(6) 2020, the patient reported back to hcp office that the skin tissue in the left cheek appeared soft, and there was a slight depression(cutaneous contour deformity). The patient had also experienced swelling(implant site swelling) and pain(implant site pain). Health care professional advised the patient that the swelling would go down. On (B)(6) 2020, the patient came back to see hcp, who observed swelling and bruising(implant site bruising) on the left cheek. The patient was still experiencing pain. Hcp advised patient to use arnica [arnica montana] cream on the area. On (B)(6) 2020, hcp received an email from patient's son with a picture of the area, which appeared to be an abscess(implant site abscess). Hcp advised patient to go to a hospital, have the area examined and drained. Hcp has not spoken to patient since and was not sure if the patient went to the hospital. It was unknown if events were ongoing. As per follow up information received on 28-aug-2020, the patient initially came for bruising which got worsened later in around (B)(6) 2020, which looked like an abscess for which incision and drainage (I and d) was performed in (B)(6) 2020. On an unknown date in (B)(6) 2020, after I and d, the patient experienced red (erythema) on the skin of right cheek. Later the right cheek showed signs of abscess. On an unknown date in (B)(6) 2020, the culture from I and d showed no growth. The patient also received unspecified antibiotics. Outcome at the time of the report: pain was unknown. Swelling was unknown. Slight depression was unknown. Bruising was unknown. Abscess was not recovered/not resolved. Red was not recovered/not resolved. Tracking list: v.0 initial. V.1 fu received on 28-aug-2020 from same reporter: event red added. Outcome of event (abscess), laboratory test and corrective treatment details were updated. Case was upgraded to serious due to the required medical intervention.